Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 432 mg/dl. The pt then dosed with normal amount of insulin plus an extra 5 units of insulin per a sliding scale based on the suspect device reading. The pt then passed out. Emts came and tested the pt's blood glucose on their meter and the result was 20 mg/dl. The suspect device was also used as a comparison to the emt's device and the result was 19 mg/dl on the suspect device. The pt was given two tubes of glucose and glucagen bu IV. The pt was taken to the hospital.